Event description:
A report was received that the patient's ipg moved during pregnancy. The physician elected to replace the ipg although the device was working properly. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg passed visual inspection and no anomalies were noted. The device exhibits normal device characteristics.

Event description:
A report was received that the patient's ipg moved during pregnancy. The physician elected to replace the ipg although the device was working properly. The patient was reportedly doing well following the procedure.